Manufacturer narrative:
The product was not returned for analysis. No information regarding sample identification i.e. Lot or sn, therefore device history review cannot be performed. All products pass 100% final inspection prior to approval. If a defect is noticed, the product would have been rejected immediately. Since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The health authority reported, it was found that there was a barb on the front of the filtration device during surgery. The surgery was completed with a replacement and without patient harm.